Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that an internal dialyzer blood leak occurred shortly after the initiation of the patient's hemodialysis (hd) treatment when the patient¿s blood first reached the fresenius optiflux f250nre dialyzer. The machine alarmed as appropriate, however, there was no reported visible blood leak in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200ml. There were no patient adverse effects experience as a result of this event. The patient was set-up with new bloodlines and a new fresenius optiflux f250nre dialyzer of the same lot on the same machine. The machine alarmed again for blood leak when the patient¿s blood first reached the dialyzer. There was no reported visible blood leak in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200ml. There were no patient adverse effects experience as a result of this event. The patient was set-up with new bloodlines and a new dialyzer on the same machine. The user facility charge nurse ordered a change to a different lot of dialyzers with a fresenius optiflux f200nre dialyzer. Prior to patient treatment, the biomed checked the drain line with blood test strips and confirmed a negative result for blood. The machine alarmed again for blood leak when the patient¿s blood first reached the dialyzer. There was no reported visible blood leak in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200ml. The patient completed treatment with a new set-up on a different machine. The patient experienced a total of 600ml of blood loss. There were no patient adverse effects experience as a result of this event. It was further stated that the patient experienced blood clotting at the beginning of treatment due to a new fistula surgery that was placed earlier in the day. There was no reported patient injury or adverse reaction due to the reported blood loss. The patient did require medical intervention and has not returned to the facility for regular hd treatments, however, no further information was provided. The complaint device is not available to be returned to the manufacturer for evaluation, however, a companion sample of the same lot number is available to be returned to the manufacturer for evaluation. This submission is being filed for the reported second occurrence of a dialyzer blood leak with the fresenius optiflux f250nre dialyzer. Refer to submissions 1713747-2017-00230 and 1713747-2017-00232 for the first and third reported dialyzer blood leaks, respectively. It was further reported that the patient did not experience any adverse reactions; however, the patient did require medication intervention. Although requested, no additional information regarding the details of the medical intervention has been provided. It is unknown at which time during treatment the patient received medical intervention.

Manufacturer narrative:
Clinical investigation: although there is a temporal relationship between the fresenius 2008k2 hemodialysis machine, the optiflux f250nre and 200nre dialyzers, and the blood loss event, there is no documentation to suggest a causal relationship between the event and the machine or dialyzers. Additionally, there is no documentation to suggest that the machine did not alarm as expected or that there were any issues with the dialyzers. The plant investigation was conducted and no leaks were detected on the returned companion dialyzer. Furthermore, it is unknown if the medisystems bloodlines had any impact regarding the blood leak alarms or if there was any effect regarding the patient¿s recent fistula procedure causing the cannula to clot at the beginning of treatment. Therefore, the potential causality for the event cannot be determined. Plant investigation: the actual complaint device was not returned, however, one companion sample from the same lot was returned to the manufacturer for analysis. The sample was returned in a sealed pre-packaged pouch with no indication of blood contamination. Visual examination of the sample did not identify any kinked, broken, looped, or damaged fibers on the fiber bundle. The polyurethane material was distributed evenly and was without any visual damage, irregularities, or defects. The sample was subjected to a laboratory bubble point test and no leaks were detected. A review of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.